Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. UDI: (B)(4). Implant and explant daters: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery of an ankle on (B)(6) 2017, a 4.0 mm hex screwdriver broke intraoperatively. The surgeon was using the screwdriver to remove a screw in the revision when the screwdriver tip broke into the screw. All fragments were successfully retrieved. There was no surgical delay associated with the screwdriver breakage. The procedure was completed successfully. Patient is listed as stable. Revision procedure is addressed in (B)(4) . This report addresses intraoperative event with the hex screwdriver. Concomitant device reported: 4.5/6.5mm headless compression screw (partial part 02.227.0xx, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).